Manufacturer narrative:
The following other devices were added in this report: trident psl ha solid back 58mm; cat# 540-11-58g; lot# 91915903.trident alumina insert; cat# 625-0t-36g; lot# 14752402.alumina v40-femoral head 36mm, +0mm nk; cat# 6565-0-136; lot# 15652001.it cannot be determined which, if any of these devices may have caused or contributed to the patient's pain.an evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. (B)(4).

Event description:
It was reported that the patient has tightness and pain when sitting and walking. Sometimes the pain is extremely sharp, especially in cold and damp weather.

Manufacturer narrative:
(B)(6). An event regarding patient pain involving an accolade and trident ceramic hip system was reported. The event was not confirmed. -medical records received and evaluation: a review of the provided records by a clinical consultant concluded: "there is no operative report of the right total hip arthroplasty, no documented problems referable to either hip, no follow-up documented between (B)(6) 2006 and (B)(6), 2011, and no mention of bilateral total hip arthroplasty problems in the available documentation. X-rays of both hips dated (B)(6) 2014 are benign and unremarkable. Confirmation of the event description is required to evaluate this case." -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review was not performed as no product specific failure mode was identified. Conclusions: the exact cause of the reported pain could not be determined. A review of the provided records by a clinical consultant indicated there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported that the patient has tightness and pain when sitting and walking. Sometimes the pain is extremely sharp, especially in cold and damp weather.